Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The plate shows scratches and abrasions. Also the threaded holes show partly abrasion. The plate is broken at the location of drill hole 6. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of birth is unknown; year of birth reported as (B)(6). Event date reported as november 05, 2016. It is unknown if this was the date the device broke or the date it was discovered broken. Additional product code: ktt. (B)(4). (B)(6). Part 426.601s, lot 9063908: manufacturing site: (B)(4). Manufacturing date: july 22, 2014. Expiry date: july 01, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the ten-hole locking compression plate (lcp) broad plate broke post-operatively. The device was implanted on (B)(6) 2015. A revision procedure was performed on (B)(6) 2016 to remove the broken device. It was noted the patient also experience non-union. It was reported the broken device was removed with no fragments being generated or left in the patient. The revision procedure was successfully completed with no additional medical intervention. Concomitant parts reported: screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).